Event description:
The customer reported that his olympus evis lucera elite gastrointestinal videoscope's auxiliary port was clogged with foreign material. According to the initial reporter, this clog was discovered during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation it was discovered that the adhesive part of the distal end was broken. Water was not coming through the tubing due to a blockage. There were leaks noted near the knobs due to both a break and a blockage. The light guide bundle was not in proper working order. The universal cord was crumpled. The angulation of the ¿up¿ direction as well as the gap of the knob were both out of specification due to a worn angle wire. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received from the initial reporter noting that the intended procedure type is unknown, but confirmed it was completed using another device. There was no impact to the patient.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
Correction: health professional: this field was inadvertently selected in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to delays in reprocessing, storage environment, and chemicals used. It is also likely that there was a difference between the reprocess method implemented by the facility after the previous use and the reprocess method recommended by olympus. The event can be detected/prevented by following the instructions for use which state: " an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Precleaning the endoscope and accessories describes the implementation of precleaning immediately after the case and the flushing of the secondary water supply channel. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. The auxiliary water channel must be flushed either manually or using an olympus flushing pump." Olympus will continue to monitor field performance for this device.